Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and the analysis was incomplete because the device was damaged during analysis.

Event description:
It was reported that the device battery voltage dropped from 2.92 volts to 2.81 volts in four days. Dissatisfaction with the product was also reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku